Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse of peritonitis in a patient, coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was a break in aseptic technique, described as the patient made a mistake and area not cleaned before pd therapy. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient started on remedial therapy with vancomycin and heparin, and fortum. It was unknown if the event of peritonitis had resolved. It was not reported if the break in aseptic technique had resolved. Dianeal therapy was ongoing as was remedial treatment with vancomycin, heparin and fortum. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement for the break in aseptic technique was not provided.